Manufacturer narrative:
A supplemental MDR will be submitted upon completion of the investigation.

Event description:
Customer contacted and reported to technical support that a (B)(6) year-old female patient with fitzpatrick skin type iii was treated with the gmax pro laser for vascular lesions/stork bite on her left cheek by ear during a class demonstration on (B)(6) 2018. The patient reacted to treatment with erythema, no edema, and 5 laser pulses had blanched the skin and looked crepey. The following day, patient was treated with topical vitamin c, burn gel, and omega 6 for burn treatment. There was no report of the patient requiring medical intervention at the time of the reported event. It was later reported that the patient experienced significant pain and permanent facial scarring on (B)(6) 2019. Additional information was solicited.